Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 252 mg/dl at the time of incident and the current blood glucose of the patient is 600 mg/dl. The customer also received no delivery alarms and customer did try all the remedies. The customer did not provide details regarding symptoms and treatment of high blood glucose. The insulin pump will be returned for analysis.